Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was programmed with a test guardian two link sensor and the glucose sensor simulator. Programmed the sensor low settings for and turned the alert on low, suspend on low, and resume basal alerts on. Device was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low, suspend on low, and resume basal alerts activated properly. No absence of audio alarms noted during testing. Device was received with serial number label missing, cracked select button keypad overlay, scratched case, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio vibrate anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer's mother reported beep at 1 and 5 could be heard and there was a difference in volume. Customer's mother they did not hear the suspend on low alarm twice. The customer was assisted with troubleshooting and the pump did not vibrate. The insulin pump will be returned for analysis.